Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No a21 alarm or a17 alarm noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart (a21). Customer's blood glucose at time of incident was unknown. Customer was assisted to clear the alarm, set new date and time. The customer found out that 4 times of external ram crc alarm (a17) and 2 times of unexpected alarm in history alarm. The customer stated the alarm happened during normal use. The customer was asked verbally and in written form to return broken pump for analysis.